Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a universal seal with a torn duckbill component.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, a small black piece from the universal seal was identified in the patient's pelvis. The fragment had reportedly fallen inside the patient and was retrieved during the same procedure. The customer stated that no damage to the universal seal was identified prior to use. Towards the end of the procedure, a piece of plastic was observed in the patient's pelvis. A laparoscopic grasper was already inserted through one of the ports at the time. The surgeon suspects the fragment might have broken off during insertion or withdrawal of either a robotic instrument from port #3 or #4 or a laparoscopic grasper instrument. The fragments were removed using a laparoscopic grasper. An inspection of the universal seal confirmed that only a single piece had broken off. No postoperative imaging, such as x-ray or ultrasound, was performed to check for retained fragments. The patient has not returned with any postoperative complications.